Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 11/21/2023. Photographs were provided by the account. A photographic evaluation was conducted. Product information was observed. Signs of clinical use was observed. The blue safety lock was observed to be on, which prevents the white plunger from being depressed. The white plunger was not depressed. The seal was observed in an opened state, however, not in its normal seated position in the delivery device. There were no visual defects observed on the seal. A visual inspection was conducted on 11/29/2023. A visual inspection was conducted. Signs of clinical use was observed. Only the delivery device was returned for evaluation. The white plunger on the delivery device was not depressed and the blue safety lock was on, which prevents the white plunger from being depressed. The seal was observed in an opened state with the tension spring assembly not in its normal seated position in the delivery device. A mechanical evaluation was conducted. The seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal and tension spring assembly. No cracks or delamination was observed on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.48 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the investigation results and the photographic evaluation, the reported failure "fitting problem" was confirmed. The lot # 3000334032 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
Related to (B)(4). Summary: the hospital reported that during coronary artery bypass procedure, hst iii system (3.8mm) was able to load correctly, but it got stuck in the shooter and couldn't be used. When asked about the correct procedure for loading the insertion device and the question of why the slider is not on the insertion device was released to press the white button, it was reported that when the inserter was pulled out of the charger, the umbrella was stuck in the charger. The white plunger was not fully pressed in an attempt to deploy seal. New hst iii was used. There was a procedural delay. The patient was not endangered.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.